Event description:
It was reported the patient experienced a hernia on one side followed by a hernia on the other side, coincident with automated peritoneal dialysis therapy. On unreported date(s), the patient had surgeries to correct the hernias. Peritoneal dialysis therapy was reported to be ongoing after the surgeries. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On unreported date(s) around (B)(6) 2014, the patient experienced hernias. Should additional relevant information become available, a supplemental report will be submitted.